Manufacturer narrative:
(B)(4). Batch # x94k0v. Additional information was requested and the following was received: please clarify how the device ¿misfired¿. Did device not feed clips? Yes it still fed clip did device feed clips sideways? The clip fired closed. The clip was sent back with the actual device. Did device not fire clips (jammed)? Yes it fired. Did device fire malformed clips? Yes they saw one malformed clip come out. This clip has been sent for review as well. Did device fire scissored clips? Unknown. Did device drop or eject clips? Unknown. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Visual analysis of the returned sample revealed that the er320 device was received with no damage in the external components. In addition, one malformed clip was returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "malformed clips" (activation of the lock out mechanism). In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found.

Event description:
It was reported that during a transplant procedure, malformed clips were observed. No patient consequence.